Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name and email unknown / not provided.

Event description:
It was reported a driver fracture at the tip. No impact on the patient was reported. The process was completed with another instrument.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) rasd1 (right angle slotted driver tip, 24mm) for evaluation. Visual evaluation was performed, the screwdriver has signs of use. The screwdrivers tip is was fractured. The fractured piece was not returned. DHR review was completed for the subject lot number 1239520. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1239520 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The fractured piece was not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.